Event description:
It was reported that, "the pt underwent hip replacement surgery in 2007. It was further reported that, "after implantation, the pt began experiencing and continues, significant pain and discomfort."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.